Manufacturer narrative:
Further information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14728. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed oversensing of noise on the patient's implantable cardioverter defibrillator and right ventricular lead. No device intervention was performed. The patient had no adverse consequences.